Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-mar-06 reported patient has personal therapy managers plus does not use all 11 everyday, so patient's refill interval is extended. Also, patient has always had more drug actually aspirated versus what is expected. It was noted that no troubleshooting was performed as patient has had no changes in pain relief. It was noted that diagnostics performed included drug changes and increases over time. It was noted that there was no known cause. There are ongoing issues with this patient, and there have been no recent changes. It was noted that the volume discrepancies and lack of relief have not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, hydromorphone and bupivacaine (unknown dose and concentration) via an implantable pump for lumbar radiculopathy and non-malignant pain. The pump was underdosing the patient. The expected drug to be removed at refill was 2ml however he was noticing that there is 5ml or more during refills. The patient brought this up to the patient assistant doing the refill and stated that their response was that 'every pump is different and some do that' the patient also noted that these refills generally take place after the refill date. It was noted that the patient was extremely escalated screaming and possibly crying throughout the entire call. The patient was upset that he spends about $(B)(6) each refill and extra medication is being thrown away and he is not getting all the medication and that no one cares about him. The patient thought that the manufacturer doesn't care about him because they got their money. The patient was experiencing pain daily and stated that he will always be in pain. The patient noted that he has a good doctor but the doctor is not present during refills only patient assistants are and they do not know anything, they do not know that the pump can be calibrated they told patient to call the manufacturer to calibrate the pump. The patient further reported to another technical service specialist that he has a head injury so he yells and he was trying to calm down. A volume discrepancy was reported, the actual volume was 4 ml and the expected volume was 2 ml. There had been other discrepancies noted on past refills, the patient stated that they always have the pump set at 2 ml. And have historically gotten back more, reportedly they were getting back 3,4,5, even 8 ml. Initially the patient confirmed the discrepancies were getting larger and his pain was getting worse, ~ 7 months ago this started getting worse and the therapy seemed less effective. When he requests a bolus he should get a 2 hrs. Relief cycle but he only gets 1 1/2 hrs. And lately it's less effective and he is having the relief for less time. Later in the call, the patient became escalated, shouting that technical service specialist was the one saying the discrepancies were getting worse. The patient stated he never got to optimal pain relief from the pump but fentanyl works when given in high dose and the healthcare professional reports that the (drug enforcement agency) dea won't allow him to have a higher dose. He stated that then the pump should be recalibrated so it is not wasting so much of the drug and he gets the full dose that is prescribed. The patient was a mechanic and understood flow dynamics and pumps. The patient wanted the low reservoir alarm volume set to 0 ml. The patient also stated that he was not asking for more drug or for the manufacturer to interfere with his health care. It was initially stated that the discrepancies started ~ 7 months ago but later stated the discrepancies were always there. The patient talked about fentanyl and mentioned 2,000 mcg/ml. He also mentioned 0.2 ml and other numbers that did not make sense when referring to dose or concentration.